Manufacturer narrative:
Button error alarm due to corroded keypad traces. Moisture damage found on the lcd board. Pump received with cracked display window corners, belt clip slot, scratched lcd window.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 7.3 mmol/l. Troubleshooting was performed. The device was returned for analysis.